Manufacturer narrative:
(B)(4).

Event description:
Procedure: laparoscopic sigmoidectomy. According to the reporter: after firing, while removing from the cavity, the device passed through the anastomosed part, but stuck around the anus. When the surgeon tugged at the device, the anvil was disengaged from the stapler. Surgeon had to cut the anus. Operating room time was extended by more than 30 minutes.